Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-2021/11/22-010-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm.

Event description:
It was reported to philips that the wireless foot switch stopped working. The system was in clinical use at the time of the reported event. No user or patient harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened, and procedure was completed by using wired footswitch. A philips field service engineer (fse) inspected the system and confirmed the wireless footswitch stopped working. Fse confirmed that wi-fi indicator was in red, base station indicator was blinking in yellow and the battery indicator was in green, and the problem is with wireless connection loses intermittently. To resolve the issue, fse replaced the wireless footswitch. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction (z-2485-2023). The codes were updated based on the investigation outcome.